Event description:
Olympus was informed that during an unidentified procedure, the subject device reportedly did not provide any output when it was utilized to cut the polyp. The polyp was reportedly dissected and resulted in bleeding. The bleeding site was said to have been clipped, and the procedure was completed. The pt was reportedly in stable condition with no complications following the procedure.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval did not confirm the user's report. The eval found the device functioning as intended. However, visual inspection of the referenced device found impact scratches, pt debris and black marks on the front panel and casing. The exact cause of the user's report could not be conclusively determined. The users reported that the device was brand new at the time of the event. The device had been forwarded to the original equipment MFR (OEM) for further eval. If relevant and significant info become available at a later time, then this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.